Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was oversensing noise, had high thresholds, and possible insulation wear which was noted via a chest x-ray. The ra lead was capped and replaced. It was further reported that during the system upgrade the left ventricular (lv) lead dislodged after slitting and trying to manipulate the excess slack. The lead was removed and replaced. No patient complications have been reported as a result of this event.